Event description:
An issue of missing low/high alarm was reported with the freestyle libre 2 reader. A caller reported that the reader alarm failed to sound and as a result, experienced a loss of consciousness and his wife gave him chocolate as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (mbga304-j1939) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. A graph of glucose values was analyzed and all alarms presented were for glucose values outside of the threshold range.. As a result, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue of missing low/high alarm was reported with the freestyle libre 2 reader. A caller reported that the reader alarm failed to sound and as a result, experienced a loss of consciousness and his wife gave him chocolate as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.